Manufacturer narrative:
The mammotome mr targeting set consists of a cradle, a sleeve mount assembly, and an obturator/stylet for accurate probe placement for conduct of a breast tissue biopsy procedure. One mru11x was received on may 9th, 2017 and analyzed on may 12th, 2017. The device showed signs of being used in a procedure. The obturator was observed to be broken. A piece was found in the damaged end of the plastic obturator sleeve. The obturator sleeve is bent at a 90 degree angle at the location of the open aperture. The tip of the broken obturator was observed to be missing the sharp end. The investigation is ongoing. Follow-up with the treating physician confirmed that the broken obturator tip was removed during surgery on (B)(6) 2017. Based on the patient consequence of the unintended piece of the device in the biopsy site, the additional surgical procedure to remove, and pursuant to 21 cfr 803 this is a reportable event. Thus, we are submitting this medwatch report.

Event description:
The sales rep reported that the "obturator broke at proximal end of aperture. The needle bent in the patients breast and caused the tip to shear off leaving a piece in the patients breast.

Manufacturer narrative:
Additional investigation determined that the surgeon's technique caused the reported event. The surgeon's technique includes placing the targeting set into the breast just about 1cm, then inserting the cube into grid unintentionally causing a fulcrum to occur on the proximal end of the aperture. This can occur more easily if the tip is in an upward angle when the cube is being pressed into the grid. The surgeon's current technique does not follow IFU instructions which state: insert obturator/stylet with depth markings into sleeve with z-lock. Set and lock z-depth, aligning black triangle with top line of obturator/stylet. Orient the cube. Place cube in grid. Insert targeting assembly into cube up to the z-lock. Caution: to minimize the risk of obturator breakage at the aperture, do not twist or torque the targeting set during insertion. Using a targeting set from another lot, and following the surgeon's technique, the event was duplicated. On (B)(6) the doctor was retrained on the proper steps for preparing the mammotome mr targeting set. Date of this report was updated to reflect the date the investigation was concluded. Type of report was update to reflect that this reporte is a follow-up report. Even problem was updated to remove (B)(4).

Event description:
The sales rep reported that the "obturator broke at proximal end of aperture. The needle bent in the patients breast and caused the tip to shear off leaving a piece in the patients breast.